Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2012. During this time the pad-pak would appear to have been removed, as there were no log entries between the (B)(6) 2012 and the (B)(6) 2012. An attempt was made to re-install the pad-pak on the (B)(6) 2012 which initially failed but subsequently passed later that day. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. A further 4 low battery fails were recorded up to the (B)(6) 2014. During this time the pad-pak was removed and subsequently re-installed on 4 occasions for periods of up to approximately 16 months. The device then passed all self-tests between the (B)(6) 2014. On the (B)(6) 2014 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore the low battery fails may have been due to one or a combination of the pad-pak being removed and then not properly seated within the device during the self-tests or the pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation. Also, there was a slight fluctuation observed on the pogo-pins. This had no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.